Event description:
It was reported that the 9900 system would not save images and the camera would intermittently not rotate. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was calibrated and the motherboard replaced during the service call. The system was tested and found to be working as intended and put back into service.